Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2006. Update 07/11/2011 plaintiff's preliminary disclosure (ppd) forms, implant stickers and medical records received which identified part/lot information and date of implant. Complaint file and products updated, femoral heads added, MDR decision trees completed and the appropriate mdrs filed. The documents have been attached to the file. There is no new information that would change the outcome of the investigation. Update rec¿d 1/26/2015 - medical records received for left hip revision. Medical records report elevated metal ion levels. The stem and sleeve are being added to the complaint. This complaint was updated on: 02/18/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4) investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address pain and adverse local tissues reaction. His preoperative cobalt level was 45.6, no unit provided. Radiographs showed, there were consistent adverse local tissue reaction resulting in hip pain.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.